Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-00726. It was reported that a log file review was requested. The event log captured some odd voltages while using wall power. The relative state of charge (rsoc) voltage should be in the 12v range but are consistently in the 11v range with the bus voltage in the 13v range. Technical services also noted a low voltage advisory and hazard event on (B)(6) 2021 at 10:21 caused when the white power lead was disconnected. The patient received a voltage hazard when the patient changed over to the mobile power unit (mpu). Technical services recommended exchanging the mpu for another. There were constant voltage flags in the background which would account for the low number of data points. It was reported that the patient required controller change out due to persistent low voltage advisories on both battery and wall power. Vad interrogation only showed 14 events. A log file review was requested. The event log captured some odd rsoc voltages on both the black and white power leads of the controller. Also in the background there were constant ¿unable to charge ebb¿ and a few ¿ebb circuit fault¿ events which would account for the low number of events captured.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate mobile power unit, serial (B)(6), was evaluated following the reported event of atypical low voltage advisories. A review of the log files spanned approximately 2 hours (B)(6) 2021 9:14 to 11:36, per time stamp). On (B)(6) 2021, at 09:41 and 11:11, while connected to a battery, a low voltage advisory alarm appeared, due to the voltage being outside the expected voltage range on the black rsoc. The low voltage alarm was evaluated under the controller investigation (related manufacturer report number 2916596-2021-00726). The mpu was not returned for analysis and the information communicated on (B)(6) 2021 indicated that the unit was exchanged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use (rev c) section 8, ¿equipment storage and care¿ and heartmate3 patient handbook (rev c) section 6, ¿caring for the equipment¿ explain how to properly care for the power cables and patient cable when connected to the mpu. Heartmate3 instructions for use (rev c) section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook (rev c) section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot low power advisory alarms. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarms resolved following the controller exchange.